Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter was not returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and found cracks along the gold trace path and found the flex damage (bent/crimple at the sensor base). Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.2a, "pump compatible"). Unit was able to download trace and termination result. First term reason: sensoreol. First term reason descriptor: sensor product performed as expected within the product expiration date. Analysis revealed that the sensor reached expected end of life. Per product labeling the sensor should be used within the 7 days. Therefore, the termination is not related to the reported event. In conclusion: the customer complaint of sg v bg alert is not confirmed, according to the termination result. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this (sensor flex damage) happened. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported a difference between sensor glucose and blood glucose values. The customer was treated with glucagon and emergency medical services were dispatched. The event involved product(s) mmt-5120c1. Troubleshooting was performed, blood glucose value was 1.1 mmol/l and sensor glucose value was 7.8 mmol/l at the time of event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for low blood glucose event, the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-5120c1.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.